Event description:
It was reported that during engineering evaluation, it was observed that the attachment device got hot. The evaluation occurred in engineering evaluation; this event is not related to surgery. There were no injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had excessive vibration and was getting hot. It was determined that the vibration was caused by destroyed bearings. It was determined that the heat was caused by a worn motor. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.